Manufacturer narrative:
UDI #: (B)(4). Pt age/date of birth: unknown. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure due to the ''wrong diopter'' from the patient's right eye. Further, it was noted ''stuck in delivery device''. The lens was replaced with the same model lens with 20.5 diopter. No further information was provided.

Manufacturer narrative:
Corrected information received from the surgery site indicated that ''stuck in delivery service'' initially reported was in error, this did not occur. Correction: adverse event (only) has been corrected from adverse and product problem. There was no product problem. Additional information received indicated the reason for explant was not related to the lens; but rather a patient issue. Patient was myopic post op. Patient has anisometropia, which is unequal refractive errors in the two eyes. There was nothing wrong with the lens or lens diopter. Patient did very well post op. The patient had her left eye implanted with a model pcb00 lens, a 18.0 diopter on (B)(6) 2015. Patient was last seen on (B)(6) 2015, and was doing very well. Due to the patient's anisometropia, the doctor did a number of measurements pre op; however, the patient ended up myopic. Patient has a lot of cylinder. (B)(4). The lens was returned to the manufacturing site for investigation. Visual inspection revealed that the lens was cut in two (2) pieces. The lens was inspected under microscope and viscoelastic residue, particles, and fibers were observed. The customer's report was not verified by the inspection. Due to the condition of the returned lens, it could not be examined to confirm correct diopter. However, the miq (measure/inspection/quality) result was reviewed and the diopter for the lens was 24.04 which was within specification. A diopter issue was not verified. A review of the manufacturing records was performed. The manufacturing process record was evaluated and the lenses were manufactured within specifications. The units were released according to specification. One (1) non-conformance report was issued; however was not related to the reported event. A search on complaints related to the production order revealed no other complaints for the production order. Based on the investigation, there was no indication of a product quality deficiency. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.